Event description:
It was reported that due to inflation issues the patient had his inflatable penile prosthesis (ipp) pump explanted. It was explained that the device would not inflate when the patient returned to office for activation. The onset of this patient's symptoms was (B)(6) 2020.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that due to inflation issues the patient had his inflatable penile prosthesis (ipp) pump explanted. It was explained that the device would not inflate when the patient returned to office for activation. The onset of this patient's symptoms was (B)(6) 2020.